Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was not returned for analysis as it was deployed in the patient¿s body as per complaint report. The balloon cones were reviewed the balloon wings were open and appearing as if the balloon was subjected to positive pressure, the balloon body felt slightly inflated (pressure inside) with visible liquid inside balloon body. The liquid inside the balloon is an indication that the balloon could have been removed from the patient¿s body before it was fully deflated. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found a hypotube kink at 210mm distal to the end of the stain relief. This type of damage is consistent with excessive force being applied to the delivery system.. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a midshaft kink at 38mm distal of the hypotube/midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system. There were no issues noted with the inner/outer extrusion section of device. The bi-component bond and the proximal weld showed no signs of damage or strain. As part of the analysis, a recommended pigtail (product) mandrel (outer diameter 0.0155¿¿) was inserted into tip and out through port exchange with no issue noted with the inner/outer lumen. A recommended 0.014¿¿ guidewire was also inserted through tip and exited through the port exchange site with no restrictions. The results indicated that there was no blockage in the wire lumen of the device. An attempt was made to perform the balloon functional testing and the balloon inflated with no issues to rated burst pressure using a hand held inflation device and the balloon deflated within 16 seconds as per dfu. The functional testing verified that there were no issues with the inflation or deflation of the balloon of the returned device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in a severely tortuous right coronary artery (rca). Following pre-dilatation, the 3.50x38mm synergy was successfully implanted. When an attempt was made to withdraw the stent delivery system, the balloon could not be removed. Another system was assembled and a guidewire and microcatheter were passed through the same lesion. The vessel was expanded and the delivery system removed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in a severely tortuous right coronary artery (rca). Following pre-dilatation, the 3.50x38 mm synergy¿ was successfully implanted. When an attempt was made to withdraw the stent delivery system, the balloon could not be removed. Another system was assembled and a guidewire and microcatheter were passed through the same lesion. The vessel was expanded and the delivery system removed. No patient complications were reported.